Manufacturer narrative:
A service report completed and dated 05/29/19 by a dmta field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the delta iii operating manual. The details concerning individual patient outcomes are unknown. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (Importer) is submitting the report on behalf of dornier medtech systems gmbh (manufacturer) per exemption e2012002.

Event description:
Patient hematoma reported.